Event description:
During a percutaneous transluminal angioplasty (pta) of the femoral artery the tip of the stent separated. The stent delivery system (sds) was inspected and appeared normal when removed from the package before use. The pta procedure was done with a direct approach however vessel characteristics are unk. There was some resistance met during the advancement of sds. After the tip separated it was removed with a snared successfully. There were satisfactory results ultimately achieved with lesion stenting. There was no pt injury. The procedure extended greater than two hours. This product has been returned for eval and testing, however, the engineer's report is not yet complete.